Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was explanted. The patient was fine before and after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for high pacing lead impedance. The patient will continue to be monitored.